Manufacturer narrative:
Additional information will be provided upon results of the investigation.

Event description:
On (B)(6) 2022 getinge received the customer product complaint related to the washer disinfector with the model name 8668 used with the getinge air glide system (ags). The ags is fully automatic and highly flexible loading and transport system for the washer disinfectors. As it was stated, the staff member hurt hand trying to stop the load cart from falling to the floor. The nature of injury is unknown so far. During the service, the operation of unload table was checked. The unit functioned properly and the error could not be duplicated. However, it was stated that when the event occurred the emergency stop button was not pressed. The ags was returned to usage in full operational condition as no issues with the unit were identified.

Manufacturer narrative:
On february 11th, 2022 getinge became aware of an issue with getinge air glide system (ags 2.0) with serial number (B)(6), used with the washer disinfector with the model name 8668. The event took place on february 10th, 2022. The unit was manufactured on may 6th, 2019 and installed on (B)(4)2019. The reported issue is related to cart falling from automatic loading and unloading equipment into the area outside the machine. We were able to establish that this is one of several reportable customer product complaint related to the issue involved on this type of devices reported within the last 5 years. The customer allegation was related to operator injury, sustained while preventing cart falling on the ground as it did not stop at the end of load table. In addition, it was established that when the event occurred the emergency stop button was not pressed. Subsequently, we were informed that the harm resulted in several superficial lacerations on operator¿s hands. Getinge service technician¿s visit on customer site included inspection of the operation of the unload table. No issue was found and the device functioned properly. The result of the investigation allow us to conclude that most probably the user manual instructions were not followed by the customer. According to the document, entering the machine's working area is not allowed as it is a risk zone. Moreover, as no preventive maintenance activities have been documented, it cannot be assumed that periodic maintenance was performed in line with the specification. Preventive maintenance service would cover required annually stop pin assembly check, which malfunction is most likely a root cause of the machine failure. Therefore, the most likely root cause of the issue was defined as the user error. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification, as the load cart did not stop at the end of load table. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue required any medical intervention, however we report the event based on the potential for serious injury if the situation was to reoccur. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The purpose of this submission is also to provide a correction of date of event field and manufacture date field. This is based on the result of an internal review noting the report did not contain available information. #b3: previous date of event: 02/11/2022; corrected date of event: 02/10/2022. #h4: previous manufacture date: 05/15/2019; corrected manufacture date: 05/06/2019.

Event description:
Manuafacturer's reference number: (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of describe event or problem section. This is based on the result of an internal review noting the report did not contain available information. #b5: previous describe event or problem: on 11th february, 2022 getinge received the customer product complaint related to the washer disinfector with the model name 8668 used with the getinge air glide system (ags). The ags is fully automatic and highly flexible loading and transport system for the washer disinfectors. As it was stated, the staff member hurt hand trying to stop the load cart from falling to the floor. The nature of injury is unknown so far. During the service, the operation of unload table was checked. The unit functioned properly and the error could not be duplicated. However, it was stated that when the event occurred the emergency stop button was not pressed. The ags was returned to usage in full operational condition as no issues with the unit were identified. Corrected describe event or problem: on 11th february, 2022 getinge received the customer product complaint related to the washer disinfector with the model name 8668 used with the getinge air glide system (ags). The ags is fully automatic and highly flexible loading and transport system for the washer disinfectors. As it was stated, the staff member hurt hand trying to stop the load cart from falling to the floor. This person sustained several superficial lacerations on her hands. During the service, the operation of unload table was checked. The unit functioned properly and the error could not be duplicated. However, it was stated that when the event occurred the emergency stop button was not pressed. The ags was returned to usage in full operational condition as no issues with the unit were identified. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On 11th february, 2022 getinge received the customer product complaint related to the washer disinfector with the model name 8668 used with the getinge air glide system (ags). The ags is fully automatic and highly flexible loading and transport system for the washer disinfectors. As it was stated, the staff member hurt hand trying to stop the load cart from falling to the floor. This person sustained several superficial lacerations on her hands. During the service, the operation of unload table was checked. The unit functioned properly and the error could not be duplicated. However, it was stated that when the event occurred the emergency stop button was not pressed. The ags was returned to usage in full operational condition as no issues with the unit were identified.